Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. The service history review, event history log review and device history record review were not performed as part of the complaint investigation due to unknown product code and unknown serial number. The cause was is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.